Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard disk drive was replaced. No further repair info is available.

Event description:
The customer reported that the stenoscop system hard disk drive needed to be replaced. No pt injury was reported.